Event description:
It was reported that the patient stated in the past with the drug infusion system, they had 4 operations with a "kinked hose." Numerous dye studies. It was unknown what was in the pump at the time of event. No further information was provided. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
In late 2012 or 2013, the patient had two dye studies as they suspected that the tip of the catheter was clogged. In 2013, the catheter twisted and broke. Also in 2013, the catheter was kinked. The patient had surgery to repair the catheter. The device system was delivering fentanyl.